Manufacturer narrative:
The reported issue of the autopulse displaying ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed through functional testing and in the archive review. The issue was attributed to a defective load cell. To remedy the issue, the load cell was replaced. Following the service repair and load cell replacement, the autopulse passed the final functional testing with no issue or error message observed. Visual inspection of the platform was performed and noted no damage upon receipt. Archive review showed multiple ua07 errors on the reported event date. Initial functional testing was performed and ua07 error message was observed upon powering up of the device. The issue was due to defective load cell and was replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported during shift check that the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message. According to the customer, the error message could not be cleared. No patient involvement reported on this issue.